Event description:
It was reported that the device's battery depleted rapidly. High thresholds were also noted. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. A longevity calculation revealed that the battery voltage was lower than expected. The current measurement was normal when the battery was replaced with a power supply.